Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was described as bumps and blisters located at the lower abdomen. On (B)(6) 2016, patient saw a dermatologist regarding the skin reaction and was prescribed synalar cream, and tegaderm to use as a barrier. Affected area was treated with the prescribed cream and skin barrier. No additional event or patient information was provided.